Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for device change out. Upon interrogation, noise on the ventricular lead was noted. The patient received several inappropriate shocks. Externalized conductors were observed via fluoroscopy. The lead was capped and replaced.